Event description:
It was reported that a patient underwent an uterine thermal ablation procedure on (B)(6) 2010. During the procedure, the pressure kept dropping. There were five milliliters of fluid missing when the fluid was withdrawn. There was no hole noted in the balloon when removed from the patient following the therapy. A second device was used to complete the procedure with no adverse patient consequences. The patient received the full 8 minutes of therapy.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated and performed according to specification.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.